Event description:
It was initially reported that the pt was being referred for generator replacement due to an increase in seizures. The pt was said to have had a slight increase in seizures over the previous month and had a 20-mins tonic-clonic seizure, which she hasn't had since pre-vns. The physician has referred the pt for prophylactic replacement. The last known diagnostics were within normal limits, but info was limited. Good faith attempts to obtain additional info are in progress.